Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a trial procedure on (B)(6) 2012, and received two leads (from the same lot). The patient's trial system performed as intended. On (B)(6) 2012, the patient went to the emergency room and both leads were removed.